Event description:
It was reported by the pt that she underwent total hip arthroplasty using a durom acetabular cup in 2008. At about 13 months post-op, pt began experiencing pain and her surgeon has recommended a revision of acetabular cup, which is scheduled for 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.